Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a blower speed error occurred. Bench repair determined that the blower requires a replacement. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Previously, bench repair determined that the blower requires a replacement. Bench repair was cancelled per customer request. The customer rejected the proposed service. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.